Event description:
Necrosis in the nasolabial fold [injection site necrosis] vascular occlusion [vascular occlusion]. A united states report received from a non-healthcare professional on (B)(6) 2021. An office manager reported that a female patient of unknown age received rha4 on an unknown date, dose and frequency were unknown. An unknown volume of rha4 was applied to the nasal labial folds using an unknown injection technique. It was unknown if the needles from the box were used for the administration of rha4. It was unknown if a cannula was used for the administration of rha4. Previous cosmetic procedures were unknown/ not provided. Medical history was not provided. Concomitant medications and food supplements were not provided. On an unknown date in 2021, the patient experienced a vascular occlusion. Additionally on an unknown date in 2021, the patient experienced necrosis in the nasal labial fold. On an unknown date, as treatment, the patient received an unknown dissolving agent. This treatment was not successful. The patient was sent to the hospital for further treatment. It was unknown what treatment was provided in the hospital. The outcome of vascular occlusion was unknown. The outcome of necrosis was not recovered/not resolved. It was unknown if the product was available for return. (B)(4). No additional information was available at the time of this report.